Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had been receiving sensor error alerts with multiple sensors. Blood glucose value was in the 300 and 400 mg/dl range. Customer stated that blood glucose might have been high due to eating cookies. Customer stated that one of the sensors had a slightly bent cannula. Troubleshooting was performed and the sensors were replaced.